Manufacturer narrative:
The report the device issued an eol message was confirmed. When queried with a lab cp (v3.7) the reported error message was observed. Per the uep tool the most recent battery voltage was 2.585v, which is consistent with the device declaring eol. The root cause was due to the device having normal battery depletion. A longevity calculation confirmed normal battery depletion based on average device usage. The longevity assessment concluded the device exceeded the minimum expected longevity assuming 500-ohm impedances and predictions for the standard consumptions during storage and communication. The root cause of the inoperable ipg was due to normal battery depletion.

Event description:
It was reported that the patient's ipg was explanted and replaced due to end of life. Communication was also attempted prior to the surgery and end of life message was received on clinician programmer. Stimulation was reportedly restored following the surgery.